Event description:
Ous MDR - it was reported that after an estimated implant duration of about 50 months inappropriate shocks were delivered. The lead was explanted but not returned for analysis and no implant date was provided. No adverse patient side effects were reported.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. There was no sign of a production issue. The lead was implanted for 106 months. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.